Event description:
It was reported the patient was scheduled to have their devices and leads removed the day of report because they needed an MRI. It was also reported the patient's device displayed an end of service or end of life message. It was reported, according to the patient, their batteries had reached end of service. It was unknown if the battery depletion was expected or not. Later that day, it was reported the patient was scheduled for removal of their device. It was also reported the patient's left device and one of their leads was explanted. No patient death was reported. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013. Product type: implantable neurostimulator: product ID 3093-28. Product type: lead: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2002. Product type: programmer, patient: product ID 3093-28, lot# j0322075v, implanted: (B)(6) 2003. Product type: lead: product ID 3093-28, lot# j0228129v, implanted: (B)(6) 2002. Product type: lead: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2002. Product type: programmer, patient: product ID 3093-28. Product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
No device analysis was performed; the devices met risk based criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.